Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned for evaluation. The reported issue was not reproduced during device inspection. Based on the results of the investigation, olympus could not confirm or identify the material. It was unclear whether there was a deviation from the instruction manual in the reprocessing procedure of the residual part of the foreign body. There was no physical damage to the area where the foreign body remained. The root cause of the foreign matter remaining on the device could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the during reprocessing found something being stuck in the channel of the duodenovideoscope. As reported, during that specific endoscopic retrograde cholangiopancreatography (ercp), the device was most likely cleaned as much as could. There were no reports of patient harm.